Manufacturer narrative:
The returned device was evaluated and the cannula was reported to be dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined.lot number d4: changed from none to pd1c08151951 ser # d4- changed from none to (B)(6). UDI d4: changed from (B)(4). To (B)(4). Expiration date d4: changed from none to 2/15/2021. Manufacturer date h4: changed from none to 8/15/2019.

Manufacturer narrative:
The device was not returned for evaluation. The user reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod dash insulin management system ¿ user guide. Model: 18320.  18296-eng-aw rev b 06/18.  Changing your pod.   Chapter 3 / page 49.  Warnings:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported the patient's blood glucose level rose to above 500 mg/dl while wearing the pod between 24 and 36 hours. It was noticed that the cannula had dislodged from the infusion site (hip/buttocks). As treatment, a new pod was applied.